Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was unable to be reviewed since the batch number is unknown. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference 3005188751-2016-00004. During an atrial fibrillation ablation procedure, a pericardial effusion occurred. Two transseptal punctures were performed, after which a swartz braided transseptal introducer and a non-sjm introducer were advanced into the left atrium. The non-sjm introducer was replaced with an agilis nxt introducer, after which time the guide wire was noted to have fallen back into the right atrium. A third transseptal puncture was performed through the agilis nxt introducer and ablation was initiated around the pulmonary veins using a non-sjm ablation catheter. The patient became hypotensive and hypoxic and a transthoracic echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any sjm device.